Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and loss of sensing; lead dislodgement was suspected. The lead was explanted and replaced. No patient symptoms were reported.